Manufacturer narrative:
Investigation into this event showed that positive results were repeatable with a redrawn sample. Datalog review found no evidence of analyzer malfunction or poor maintenance, and confirmed that qc results were acceptable. Samples treated by heterophilic blocking tubes suggests no heterophilic interference in the samples. The root cause of the event could not be determined.

Event description:
A customer observed a false positive ahav total result for a pt sample tested on the eci analyzer. The result did not agree with the pt diagnosis. The false positive result was not reported. False positive results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.